Event description:
Permobil ab received a report claiming while the end-user was testing the m5 corpus power wheelchair, the user's sleeve caught the joystick knob which caused the wheelchair to accelerate and to drive into a wall. The collision with the wall caused the user to fall out of the wheelchair seating, resulting in an injury requiring medical intervention to address.

Manufacturer narrative:
Report received indicates while the end-user was operationally testing an m5 corpus power wheelchair, the end-user's sleeve from their track suit caught the joystick knob which engaged the wheelchair into a forward drive command. This command drove the wheelchair into a wall where the impact forced the end-user to lose upright positioning and fall from the seating where they reportedly sustained a fractured malleolus in their left foot, and a cracked rib. All information provided indicates the event was caused by inadvertent use error, and no claims or allegations were made of a product malfunction having occurred. The DHR was reviewed, and device was found to have met specification prior to distribution.